Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported a 22 mm amplatzer atrial septal occluder was chosen for procedure on (B)(6) 2022. The device was prepared in accordance with the procedure. The occluder presented with a cobra shaped deformation when the disc was opened in the left atrium. The device was removed, loaded again, but the same event occurred. The device was removed prior to release from the delivery cable and exchanged with a new, 24mm atrial septal occluder, that was successfully implanted. The patient remained stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The reported event of cobra shaped deformation could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, but may have been caused by attempting to implant the device with a larger than recommended delivery system.

Event description:
Subsequent to the previously filed report, additional information was received on 06 june 2022, reported that there was no anatomical interference when deploying the occluder. There was no kink or angulation in the delivery system when deploying the device.